Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the lot number provided by the reporting facility is an inaccurate number that is not traceable to manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A consumer reported that nine years after an intraocular lens (iol) was implanted, a doctor told her the lens has a single point lens opacity. The lens may be exchanged in the future. There was no reported harm. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that five months after he had suspected a glistening, he observed "masses" between the posterior iol and the posterior capsular bag. The patient was taken to surgery and the masses were "washed away" and the lens was clear. Two months after the wash, the patient's visual acuity remains stable.

Manufacturer narrative:
Lot number was provided. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was provided in a.2., b.5., b.6., b.7.,d.4., g.3., h.4. And h.10. Corrected information was provided in h.6. The manufacturer internal reference number is:(B)(4).

Event description:
A consumer reported that nine years after an intraocular lens (iol) was implanted, a doctor told her the lens has a single point lens opacity. The lens may be exchanged in the future. There was no reported harm. Additional information was requested. Additional information received from a doctor indicated that a glistening was noted in the intraocular lens (iol) of the left eye. There is no indication of patient harm. Patient will follow up with the doctor in one month.

Event description:
Additional information from the consumer indicated that she had an "operation" on her eye and it was noted that the lens was not clouded. Her eye and the lens were "washed" and she is now being treated and recovering. Additional clarity will be requested from the surgeon.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).